Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they possible need a trickle charge because their implantable neurostimulator (ins) stopped working. They stated that back in (B)(6) they were on their feet a lot and did not get any relief. The patient added that they tried increasing the stimulation every day, but they increased it too high causing their toes to cramp. The patient would then have to decrease stimulation, but then their pain would increase. They noted that at one point in (B)(6) , they couldn¿t even adjust the stimulation. The patient stated that their battery may be depleted, but they are not sure. The patient was to follow-up with their healthcare provider. No further complications were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that a manufacturing representative met with the patient on (B)(6) 2017. They noted that the cause of the patient¿s battery not working and their inability to recharge was due to not understanding the recharging process and the equipment. The patient weighed (B)(6) pounds at the time of the event. No further complications were reported.